Manufacturer narrative:
The device history record (DHR) review, did not find any anomalies or non-conformities related to the reported event. The device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
Reportedly, one day post an iol implant in the left eye, patient complained of unsatisfactory vision which involved persistent edge glare with peripheral shadow. Approximately seven weeks post-op, lens was removed and replaced with a different model and diopter iol. In the surgeon's opinion the most likely root cause is negative dysphotopsia and lens choice. Patient outcome is good.